Event description:
It was reported that episodes of non-sustained rv oversensing due to noise were observed on a remote transmission. It was suggested to replace the right ventricular lead. The patient presented to the clinic and programming change was made. The patient is deciding on the revision. The patient is fine.